Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: mentor smooth round moderate profile 525cc saline prosthesis, catalog #3501685, serial #(B)(4). (B)(4).

Event description:
It was reported that a (B)(6) patient underwent breast augmentation revision with a mentor smooth round moderate profile 525cc saline prosthesis. Left sided deflation, described as a slow leak was reported post procedure. As a result, bilateral prosthesis replacement with 550cc mentor memorygel breast implants was performed.

Manufacturer narrative:
The device history record ( DHR) of lot number 6898144 was reviewed on 8/1/2018 and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The investigation of the returned photograph was completed by the failure analysis lab on september 18, 2020. Device evaluation summary: during a visual evaluation of the device no apparent damage was observed. Leak testing was performed in accordance with mentor's procedures. There were no leak sites confirmed. Unfortunately, after a thorough analysis we were unable to confirm the reported event. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).